Event description:
This is a report of a mini cap that did not have povidone iodine in it. There was no patient involvement and no patient injury or medical intervention reported along with this complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The sample was confirmed that no iodine was present on the sponge. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.